Manufacturer narrative:
(B)(4), a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3037465 and product code 810081l. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What are the patient comorbidities/concomitant medications? Has incontinence changed from pre-surgery condition? (Is incontinence worse, better, or returned to the same?) The initial approach for the index surgical procedure? Was mesh exposure noted by a physician? If so what is the mesh exposure site/location, symptoms and diagnostic confirmation? Were any concomitant procedures performed? Location and character of the pain? Describe any medical/surgical intervention for exposure and pain including dates and surgical findings. What is the physician¿s opinion as to the etiology of or contributing factors to this event?what is the patient's current status?

Event description:
It was reported that a patient underwent a sling procedure on an unknown date in 2007 and the mesh was implanted. It was reported that the device was inserted without complication in 2007 and with symptomatic relief. The patient re-presented with pain and recurrent incontinence in 2020. It was found that the mesh almost exposed through vaginal wall and the patient was referred for total mesh removal. The device remains implanted. Additional information has been requested.